Event description:
It was reported that during a lower anterior resection, the device was fired and no staples were present. The procedure was completed by sewing the distal portion of the stump through the anus. The procedure was then continued with a circular stapler. There was no pt consequence.